Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pet fibers embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("improperly removed"), abdominal distension ("excessive inflammation in my belly"), plantar fasciitis ("(I arch/bend my foot a certain way it really hurts like heck/plantar fasciitis)") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) scheduled on 3rd december). At the time of the report, the embedded device, complication of device removal, abdominal distension, weight increased and constipation outcome was unknown and the plantar fasciitis had not resolved. The reporter considered abdominal distension, complication of device removal, constipation, embedded device, plantar fasciitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, contraceptive device removal incomplete, sickness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event embedded device, constipation & weight gain were added.reporter added. Fu 6,7 & 8processed together. Event medical device removal deleted and surgery added to event embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pet fibers embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("improperly removed"), gastrointestinal inflammation ("excessive inflammation in my belly"), plantar fasciitis ("(I arch/bend my foot a certain way it really hurts like heck/plantar fasciitis)"), constipation ("constipation"), pelvic pain ("pain") and abdominal pain lower ("bad cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) scheduled on (B)(6)). Essure was removed. At the time of the report, the embedded device, complication of device removal, gastrointestinal inflammation, weight increased, constipation, pelvic pain and abdominal pain lower outcome was unknown and the plantar fasciitis had not resolved. The reporter considered abdominal pain lower, complication of device removal, constipation, embedded device, gastrointestinal inflammation, pelvic pain, plantar fasciitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, contraceptive device removal incomplete, sickness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter received. Reporter added. Added event bad cramping and pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pet fibers embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2014, the patient experienced dyspepsia ("heartburn"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("improperly removed"), gastritis ("excessive inflammation in my belly"), plantar fasciitis ("(I arch/bend my foot a certain way it really hurts like heck/plantar fasciitis)"), constipation ("constipation"), pelvic pain ("pain"), abdominal pain lower ("bad cramping"), abdominal distension ("e-belly bloated"), autoimmune disorder ("auto-immune disease"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("reflux esophagitis") and orgasmic sensation decreased ("loss of clitoral sensation / intensity of orgasm cut in half") and was found to have weight increased ("weight gain"). The patient was treated with alpha-d-galactosidase;amylase;bacillus subtilis;beta glucanase;cellulase;glucoamylase;hemicellulase;invertase;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius;lipase;maltase;pectinase;phytase;protease nos;tilactase;xylanase (digest gold + probiotics) and surgery (salpingectomy (bilateral), hysterectomy (full) scheduled on 3rd december). Essure was removed in (B)(6) 2014. At the time of the report, the embedded device, complication of device removal, gastritis, weight increased, constipation, pelvic pain and abdominal pain lower outcome was unknown and the plantar fasciitis and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, autoimmune disorder, complication of device removal, constipation, dyspepsia, embedded device, gastritis, gastrooesophageal reflux disease, impaired gastric emptying, orgasmic sensation decreased, pelvic pain, plantar fasciitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy gastrointestinal - in 2014: autoimmune disease. X-ray - in 2014: clear of all fragments. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, contraceptive device removal incomplete, sickness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 11-14 processed together: new events ¿abdominal distension¿, ¿autoimmune disorder¿, ¿impaired gastric emptying¿, ¿gastrooesophageal reflux disease¿, ¿orgasmic sensation decreased¿, lab data, treatment drug and new reporters were added. The event ¿gastrointestinal inflammation¿ was recoded to ¿gastritis¿. On 23-mar-2020: fu 11-14 processed together: new events ¿abdominal distension¿, ¿autoimmune disorder¿, ¿impaired gastric emptying¿, ¿gastrooesophageal reflux disease¿, ¿orgasmic sensation decreased¿, lab data, treatment drug and new reporters were added. The event ¿gastrointestinal inflammation¿ was recoded to ¿gastritis¿. On 23-mar-2020: fu 11-14 processed together: new events ¿abdominal distension¿, ¿autoimmune disorder¿, ¿impaired gastric emptying¿, ¿gastrooesophageal reflux disease¿, ¿orgasmic sensation decreased¿, lab data, treatment drug and new reporters were added. The event ¿gastrointestinal inflammation¿ was recoded to ¿gastritis¿. On 23-mar-2020: fu 11-14 processed together: new events ¿abdominal distension¿, ¿autoimmune disorder¿, ¿impaired gastric emptying¿, ¿gastrooesophageal reflux disease¿, ¿orgasmic sensation decreased¿, lab data, treatment drug and new reporters were added. The event ¿gastrointestinal inflammation¿ was recoded to ¿gastritis¿. On 6-apr-2020: social media source received: additional reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pet fibers embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("improperly removed"), gastrointestinal inflammation ("excessive inflammation in my belly"), plantar fasciitis ("(I arch/bend my foot a certain way it really hurts like heck/plantar fasciitis)") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) scheduled on (B)(6)). At the time of the report, the embedded device, complication of device removal, gastrointestinal inflammation, weight increased and constipation outcome was unknown and the plantar fasciitis had not resolved. The reporter considered complication of device removal, constipation, embedded device, gastrointestinal inflammation, plantar fasciitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, contraceptive device removal incomplete, sickness. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event excessive inflammation in my belly meddra coding was changed from abdominal distension to gastrointestinal inflammation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and cervix remove') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and cervix remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("improperly removed"), inflammation ("inflammation nos/(inflammation did not go)") and plantar fasciitis ("(I arch/bend my foot a certain way it really hurts like heck/plantar fasciitis)"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, complication of device removal and inflammation outcome was unknown and the plantar fasciitis had not resolved. The reporter considered complication of device removal, inflammation, medical device removal and plantar fasciitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, contraceptive device removal incomplete, sickness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: data transferred from deletion case: (B)(4). Event plantar fasciitis added. Reporter and reference section added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and cervix remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("improperly removed") and inflammation ("inflammation nos"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, complication of device removal and inflammation outcome was unknown. The reporter considered complication of device removal, inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, contraceptive device removal incomplete, sickness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: f\u 1 and 2 proceed together- social media received: newly added events- contraceptive device removal incomplete, inflammation, reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.